Event description:
This report summarizes an event that was reported to midmark on (B)(6), 2023 in which it was stated that the back of a dental chair detached from the base with a patient in the chair. No injury was reported. Per service note, the shoulder bolts that hold the backrest, at the side of the chair, behind the touch pad controls appeared loose.